Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was removed from being docked to a data acquisition unit or a main bedside monitor. Not in patient use. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed. Visible damage was observed on the spo2 socket and the mother side bezel. All major functions, including nibp, spo2, ECG, and multi-socket connections, were tested and found to be operating normally. The root cause of the reported issue is due to failure of power board and damaged spo2 socket & mother bezel. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: ac-cradle, model #: sc-170r, serial #: (B)(6), device manufacturer data: na, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was removed from being docked to a data acquisition unit or a main bedside monitor. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was removed from being docked to a data acquisition unit or a main bedside monitor. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: ac-cradle model #: sc-170r serial #:(B)(6) device manufacturer data: na unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was removed from being docked to a data acquisition unit or a main bedside monitor. Not in patient use.